Manufacturer narrative:
Device will not be returned. No eval will be performed. If relevant info becomes available, it will be reported on a supplemental report.

Event description:
It was reported that, "screw driver in the set was broken, lock mechanism broke."